Event description:
Homecare rn visited pt for routine care - bag (dobutamine) change done. Residual volume showed 40ml remaining. Rn notice dobutamine bag has > 200ml. Rate - 23.4 ml/hr. Morphine sulfate given 4264.4. Exchanged pump with another 6100 cadd prism the day of the event. Pt has chf and was receiving lasix 200mg bid IV push. Since two days before the event, pt on the day of the event increased edema, increased sob. Two days after the event, increased lasix to 400mg bid d/t decreased urine output and increased edema. Pt refused hospitalization at that time. Pt was hospitalized after another two days passed. Pt was discharged from hospital five days later, expired a little over a month later.